Event description:
It was reported that during the implant procedure, the implantable cardiac monitor exhibited back up vvi mode. The device was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.